Event description:
It was reported that the patient presented with "vaginal discharge and some discomfort." Subsequently, the intepro, y mesh, was explanted due to "vaginal exposure." No add'l patient complications have been reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow up report will be sent.